Event description:
This report is in response to mw5074487. It was reported by an unknown source that an event occurred on (B)(6) 2018, at an unknown facility, where a physician was using a selectra accessory kit. - when inserting wire into the catheter placed in coronary sinus during his pacer implant procedure, a small plastic introducer that came with the kit was used to introduce the wire into the catheter. When the wire was advanced, the introducer provided with the kit inadvertently was also advanced into the catheter and subsequently into the right atrium of the patient. The physician tried to retrieve the introducer without any success and the patient was transferred to another facility where the device was retrieved successfully. - multiple attempts were made to determine what facility this incident occurred at without luck. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. The manufacture date is unavailable since the lot number was not reported to us.